Event description:
A coronary stent with delivery system was successfully advanced to an unspecified target lesion site in the pt's body. Upon attempted balloon catheter. Inflation, it was reported that the balloon ruptured at six atmospheres of pressure. As a result, the stent was partially deployed. In response, another balloon catheter was utilized to fully expand and successfully deploy the stent at the target lesion site. It was reported that the pt is fine. There were no additional complications reported relative to this event.